Event description:
It was reported that the patient experienced withdrawal 2 days post refill. Symptoms reported were nausea and increased pain. The patient was treated with intravenous (IV) fentanyl (dose unknown) and oral morphine (dose unknown) and it was noted that her nausea resolved the next day and her pain subsided to tolerable levels. A catheter dye study was scheduled on (B)(6) 2012, but results were not available as of the date of this report. The drug delivered via pump was morphine.

Event description:
Additional information received reported that a catheter dye study and roller study were successfully performed. The physician easily withdrew 4 cubic centimeters (cc) of fluid through the catheter access port, and under fluoroscopy, followed preservative-free dye to the end of the catheter tip. The programmer log showed 17 cc of fluid should have been present in the reservoir, and approximately 17 cc were withdrawn. New morphine at the same concentration of 5 milligrams (mg)/cc at 20 cc's was replaced in the reservoir, and a priming bolus for the catheter length only was initiated for 13 minutes. The doctor observed at least a 45 degree rotation of the pump roller during the catheter priming bolus. The daily dose of 1.9 mg/day was programmed and confirmed. All dosing prompts were initiated and executed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).